Manufacturer narrative:
The creatinine lot number is 85058401 and the expiration date is 30-sep-2026. The urea lot number is 87242201 and the expiration date is 31-jan-2026. The phosphate lot number is 86136401 and the expiration date is 31-may-2026. The field service engineer (fse) checked the rinse station, gear pump, probes, cell blank, lamp, and water quality. The fse determined that a suction issue with a rinse nozzle caused the problem. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable phosphate (inorganic) ver.2, urea/bun, and creatinine jaffe gen.2 results for 1 patient sample on a cobas 6000 c501 module. On (B)(6) 2025, the initial creatinine result was 14.00 mg/dl with flag, the initial urea result was 136.0 mg/dl, and the initial phosphate result was 5.62 mg/dl with flag. On (B)(6) 2025, the sample was repeated and the creatinine result was 0.59 mg/dl, the urea result was 13.7 mg/dl with flag, and the phosphate result was 3.65 mg/dl. A new sample was collected from the patient on (B)(6) 2025. The initial creatinine result was 0.62 mg/dl, the initial urea result was 21.1 mg/dl, and the initial phosphate result was 4.00 mg/dl. The sample was repeated and the creatinine result was 14.19 mg/dl with flag, the urea result was 138.7 mg/dl with flag, and the phosphate result was 6.16 mg/dl with flag.